Manufacturer narrative:
Product ID 3889-28, lot# va1hy0r, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the entire system was explanted and r eplaced. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1hy0r, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the issues with the device and lead/the device and lead not working and the impedance being greater than 4000 was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot#: va1hy0r, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). Device codes: (B)(4), patient codes: (B)(4), fdccodes: 67, fdmcodes: 4117, fdrcodes: 3221, pertain to product ID: 3058, serial#: (B)(4), product type: implantable stimulator. (B)(4) pertain to product ID: 3889-28, lot#: va1hy0r, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that on (B)(6) 2018, the patient¿s program was changed due to impedances being greater than 4000 on all paired leads involving lead 0; ever since the reprogramming, the patient had hip pain and had turned the device off, and the patient called into the clinic on (B)(6) 2018. The patient was advised to try a different program. On (B)(6) 2018, the patient still had issues with the device, and an interrogation of the device and impedance check revealed greater than 4000 on all paired leads involving lead 0; the patient was changed to program 3 that did not involve lead 0, at case +, 1-, amp 1.0. On (B)(6) 2018, the patient still had issues with the device, and an interrogation of the device and impedance check revealed greater than 4000 on all paired leads involving lead 0; all new programs were loaded and the patient was set on program 2, 2 amps, 2-, 3-, 0+. On (B)(6) 2019, the patient stated they could not feel the device working currently; the device was interrogated and the patient was currently on program 3 for 50% of the time and they also used program 1 for 48% of the time. On the impedance check, greater than 4000 was noted on most impedances, longevity was 77 and 102 months. It was noted that program 3 had an amplitude of 0.5 with negative lead 2 and positive lead case; the patient was reprogrammed to negative lead ii, negative lead iii, and positively case. On (B)(6) 2019, it was noted that the patient¿s therapy was currently turned off because it gave the patient severe sciatic pain and that the device was not working properly, only one ¿lead¿ was working properly and that one gave the patient pain with use; the patient considered a revision of their device. The device was interrogated and found to be off and impedances were greater than 4000 on all but one lead; the device was set to program 1. It was noted that program 3 had amplitude 0.5 with negative lead 2 and positive lead case. On (B)(6) 2019, it was noted that the therapy had caused severe discomfort and sciatica on the last couple days and the patient would like to have the system revised. The device was interrogated and was off, and all impedances were over 4000; the device was reprogrammed to program 1 with amplitude 0.5 and negative leads at 3 and 2. The outcome of the event was ongoing. No further complications were reported/anticipated.